Event description:
It was reported by dealer that the (B)(4) concentrator was alarming with below normal o2. The dealer states that during use the o2 will fluctuate to above and below normal. The dealer has no further information to provide.